Manufacturer narrative:
Full date of birth unknown, patient born in (B)(6). Weight and ethnicity: information unknown/ not provided. Explant date: lens remains implanted, therefore not explanted. Initial reporter telephone number: (B)(6). Manufacturer telephone number: (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the an intraocular lens (iol) rotated following implantation. Zct 300 was implanted and rotated by 5 degrees. The lens was deemed unstable and a capsular ring was implanted after repositioning of the lens. Pre-op vision: vis od 0,3 sph +1,00 d cyl -3.50 ax39= 1,0. Post-op: vis od 0,95 sph +0,75 d cyl -1,00 ax32. No additional information was provided.